Event description:
Needle was advanced to the rij (right internal jugular) lumen under ultrasound guidance. Dark non-pulsatile blood was aspirated. The micropuncture guidewire was then inserted but could not be advanced beyond the tip of the needle. Attempt at retracting it back was unsuccessful. Then, both the needle and guidewire were pulled back. The needle was taken out of the body but there was resistance to removing the guidewire. Fluoroscopy showed kinking of the guidewire in the soft tissues. Ultrasound demonstrated that the guidewire was not in the rij lumen but more superficial in the soft tissues. While pulling on it, it unravelled and tore leaving the kinked tip in the soft tissues. The fragment was retrieved successfully.